Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, labeling review could not be performed. Although the product family is unknown, the arctic gel pad ifus are found to be adequate based on past reviews. Correction: d1, d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the cvicu nurse troubleshooting for low flow. Flow rate was 0.3lpm and initial inlet pressure was -5psi and found the system hours as 3718 and pump hours was 3465. Nurse disconnected and reconnected holding blue foam tubing. Flow rate primed then stopped. Therapy was stopped, emptied, and then disconnected pads. Then the device placed in manual mode with only fluid delivery line attached where the inlet pressure was -7psi, flow rate was 1.8lpm and the circulation pump at 51%. Added right chest pad and found flow rate as 0.1lpm and inlet pressure as -5.3psi and circulation pump at 50%. Soon after, they initiated to charge instead received a new machine which was placed back into automatic mode. Patient temperature was 36.5c, target temperature was 36c, the water temperature was 10.2c and the flow rate was 1.1lpm. It was suggested to receive a call back when they got replacement and but there was no return call from them until 3.30pm. Per follow up on (B)(6) 2020, nurse stated the device are still in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the cvicu nurse troubleshooting for low flow. Flow rate was 0.3lpm and initial inlet pressure was -5psi and found the system hours as 3718 and pump hours was 3465. Nurse disconnected and reconnected holding blue foam tubing. Flow rate primed then stopped. Therapy was stopped, emptied, and then disconnected pads. Then the device placed in manual mode with only fluid delivery line attached where the inlet pressure was -7psi, flow rate was 1.8lpm and the circulation pump at 51%. Added right chest pad and found flow rate as 0.1lpm and inlet pressure as -5.3psi and circulation pump at 50%. Soon after, they initiated to charge instead received a new machine which was placed back into automatic mode. Patient temperature was 36.5c, target temperature was 36c, the water temperature was 10.2c and the flow rate was 1.1lpm. It was suggested to receive a call back when they got replacement and but there was no return call from them until 3.30pm. Per follow up on 14may2020, nurse stated the device are still in service.